Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/27/2025. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former and two needle suture pieces were received for analysis. The product code 8706h is double-armed. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needles. Also, one needle lost its original shape due to use. The suture pieces were examined, and one end of the sutures appeared to be broken and the other was noted to be cut probably caused by a surgical instrument. Body fluids and damage (crushed) were found on the strand. The other section of the suture was not returned for analysis. A functional test was performed in one needle suture using an instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One empty box and twenty-six unopened samples were received for analysis. The product code 8706h is double-armed. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: how many devices demonstrated the alleged deficiency? 5 devices. How many devices are available to be returned for analysis? There are total of 5 opened devices and 26 unopened representative samples from the same batch returned for investigation. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Loc cq provided based on the returned physical items. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Device will be shipped to cg labs on 24 dec 2024 via fedex (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices demonstrated the alleged deficiency? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2024 and suture was used. The surgeon experienced the suture snap when doing the suturing. There were no adverse patient consequences. Additional information has been requested.